Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl. The other blood glucose level of the customer was 390 mg/dl. The customer indicated the drive support cap of the insulin pump was flushed. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).